Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -5.5/3.0/094 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a different power lens due to refractive surprise. The exchange resolved the problem. Cause of event was user error.

Manufacturer narrative:
(B)(4). Claim# (B)(4).

Manufacturer narrative:
H3: product evaluation: lens returned dry in a microcentrifuge vial. Visual observation found the lens haptic bent and deformed. Dimensional and functional inspections found the lens to be within specifications. Claim# (B)(4).